Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.5 diopter, in her left eye (os). The patient reported had lost vision due to the development of a cataract and the lens was explanted. Cataract surgery was performed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).